Event description:
It was reported the patient¿s device had been turned off for a year prior to report. It was noted the patient was to undergo a head/brain MRI scan at the time of report. Additional information stated the patient¿s device system was removed because the ¿patient didn¿t like it.¿ additional information reported the ¿patient didn¿t feel that the neurostimulation system provided effective pain control and wanted removal of the system.¿ it was noted the implantable neurostimulator (ins) was removed as a ¿prophylactic explant.¿ it was stated the patient did not require hospitalization due to the event and that they ¿recovered without sequelae.¿

Manufacturer narrative:
Concomitant products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3487a-56, lot# v831346, implanted: (B)(6) 2012, product type lead; product ID 3487a-56, lot# v775091, implanted: (B)(6) 2012, product type lead; product ID 3550-39, lot# unknown, product type accessory; product ID 3708260, serial# (B)(4), product type extension; product ID 3487a-56, lot# unknown, product type lead. (B)(4).